Event description:
Ous MDR - it was reported that due to low impedance, noise and inappropriate therapy this lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approx. 32 cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cable to the ring electrode was damaged and the cables were found exposed. Blood penetrated the lead. These findings can be considered to be the root cause for the issues mentioned in the complaint description. The low impedances were confirmed during the electrical analysis. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.